Event description:
It was additionally reported that the cause of the alarms was identified as being a result of the pump speed having been too high. An echocardiogram was performed in the clinic and the patient's pump speed was optimized and the low flow alarms resolved. The patient was stable and sent home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 lvas. The IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of regurgitation could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms which appeared to have resolved following an increase in the pump¿s fixed speed. The submitted controller event and periodic log files contained events from (B)(6) 2024 through (B)(6) 2024. Several, transient low flow hazard alarms were captured on (B)(6) 2024. Of note, elevated pi values were observed during the low flow events, ranging from 9.0-11.8. The alarms appeared to have resolved following fixed speed increases performed on (B)(6) 2024. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files showed low flow events on (B)(6) 2024 after a transcatheter aortic valve replacement (tavr) on (B)(6) 2024. The patient was asymptomatic at the time of the alarms.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.